Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked and fractured approximately 5.0 cm from its proximal end. The ruby coil stretch resistant wire (sr wire) was fractured. Conclusions: evaluation of the returned ruby coil revealed a kinked and fractured pusher assembly and an embolization coil with a fractured sr wire. If the ruby coil is forcefully advanced against resistance, damage such as pusher assembly kinks may occur. If the device is forcefully retracted against resistance, damage such as the fractured pusher assembly and sr wire fracture may occur. The complaint reported that the device was unable to advance through its introducer sheath. The ruby coil introducer sheath was not returned for evaluation; therefore, the root cause of the reported complaint could not be determined. The non-penumbra microcatheter identified in the complaint and the ruby coil introducer sheath were not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the esophageal varices using ruby coils. During the procedure, the physician successfully placed three ruby coils through a non-penumbra microcatheter. While advancing a fourth ruby coil, the coil would not advance within its introducer sheath; therefore, it was removed. The physician then attempted to rinse the ruby coil in a bowl of saline; however, the ruby coil would not advance out of its introducer sheath. It was noted that the ruby coil was stretched. The procedure was therefore completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.